Event description:
It was reported that a spectrum pump failed a battery life test (needs a new battery). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported ¿failed battery life test¿ could not be reproduced as the pump battery was not returned. A review of the event history log revealed ¿battery very low¿ and ¿battery depleted¿ messages twenty-five minutes apart, which could be a result of normal pump function. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.